Manufacturer narrative:
(B)(4). Batch # u5f21k. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No patient consequence reported. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with no apparent damage and no reload present. During the functional test, the closure trigger was closed. However, in an attempt to dry fired the firing trigger was noted stuck. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled not allowing the knife to advance, preventing thus the device fired completely. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance were identified.

Event description:
It was reported that during a lap gastric bypass, when the surgeon loaded the reload he couldn't open the stapler outside the body. After 2 manipulations, it opened. Then when he wanted to staple, it was impossible to advance the knife. He decided to open the stapler without success. He needed to break the handle to open it. They had to take another same like device to complete the procedure. No surgical delay. No patient consequences reported. No further information is available.